Event description:
It was reported that: a patient had a pressure injectable arrow+ard blue plus three lumen cvc 7 fr. 3 lumen placed on (B)(6) 2024 @ 2301 us guided by md. It was noted by nursing staff that the medial lumen was leaking during flushing. The night shift rn was told to label the line 'do not use'. This was communicated to the day shift rn. The rep advised the rn to remove the line. The line was returned for investigation. The reported defect was detected during use on patient. The patient condition was reported as "fine" post-procedure.

Manufacturer narrative:
(B)(4). The customer report of an extension line leak was confirmed through investigation of the returned sample. Visual inspection revealed a hole on the medial extension line extrusion. The edges of the hole appeared smooth which looks consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional and functional requirements and a device history record reviews performed based on the two potential lot numbers provided revealed no relevant manufacturing issues. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.